Event description:
It was reported by the hospital contact that there was severe resistance in pushing the orbit complex fill 5x15 tdl coil (638cf0515/15857141) into the body of the prowler select lp es (details unknown). The coil will be returned for analysis. Procedure was delayed for the 15 minutes due to the event. The microcatheter and coil were both removed as unit and another prowler lp es (details unknown) was used to complete the procedure. There were no damages noted on coil after the event. The microcatheter was damaged. An adequate continuous flush was maintained through the microcatheter. The target vessel was acom.

Manufacturer narrative:
It was reported by the hospital contact that there was severe resistance in pushing the orbit complex fill 5x15 tdl coil (638cf0515/15857141) into the body of the prowler select lp es (details unknown). The coil will be returned for analysis. Procedure was delayed for the 15 minutes due to the event. The microcatheter and coil were both removed as unit and another prowler lp es (details unknown) was used to complete the procedure. There were no damages noted on coil after the event. The microcatheter was damaged. An adequate continuous flush was maintained through the microcatheter. The target vessel was acom. A non-sterile orbit complex fill 5x15 tdl was received coiled inside of plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped and no damages were noted on it. Part of the support coil was found outside on the introducer from the proximal end of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope through of the introducer; the gripper was found without damage while the embolic coil was found stretched. . The od from the delivery tube was measured and was found within specification. The functional test cannot be performed due to part of the support coil was found outside of the introducer from the proximal end. A review of the manufacturing documentation associated with this lot 15857141 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿dcs ¿ impeded¿ could not be evaluated due to the conditions of the received unit (kinked condition and due to part of the support coil was found outside on the introducer from the proximal end of the introducer). However this condition appears was due to applying excessive on the device but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with complaint (B)(4). Concomitant medical products and therapy dates: 2 prowler select lp es (details unknown).